Manufacturer narrative:
This is one event (hypotension) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00109, 00110, 00111 and 00112.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced hypotension on (B)(6), 2010 and a cardiovascular event followed by a cerebrovascular event on (B)(6), 2010 after the use of the product.